Event description:
It was reported that the patient had inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was capped and replaced after an unsuccessful extraction attempt. It was further reported that the lead extraction later occurred during an atrial lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on several conductors (not obstructed), the defibrillator conductor was melted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the inner tubing was torn, the outer insulation was torn, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, the outer overlay tubing had a white substance, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient had inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was capped and replaced after an unsuccessful extraction attempt. It was further reported that the lead extraction later occurred during an atrial lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on several conductors (not obstructed), the defibrillator conductor was melted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the inner tubing was torn, the outer insulation was torn, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, the outer overlay tubing had a white substance, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Continued: 3830 implantable pacing lead - (B)(6) 2009, (B)(4) implantable pacemaker/cardio/defib - (B)(6) 2011.